Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. A new device was implanted successfully. It was further reported that the right atrial (ra) lead has high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.